Manufacturer narrative:
The reported event of the leaflet had dislodged while rotating was confirmed. One of the two leaflets were dislodged from the orifice. It is unknown how or when the damage occurred beyond it occurred when rotating the valve. There was no evidence of material defect in the carbon coating that may have caused or contributed to the dislodged leaflet. Rather, the leaflet dislodgment may have been caused by some external force applied to the leaflet and orifice, which overstressed the carbon material and resulted in the dislodgement. The cause of the reported event remains unknown.

Event description:
A 23mm regent heart valve was selected for implant. While the user was rotating the valve using the valve holder handle, one of the leaflets dislodged. The device was removed and exchanged for a smaller 21mm regent heart valve (serial number: (B)(4)). The procedure was extended by 45 minutes and the patient was reported to be stable.